Event description:
Received a verbal report of a tubing seperation that occurred at the bottom of the arterial chamber. This occurred shortely after the onset of the dialysis treatment. The reporter of event was contacted for additional information. According to her, the machine was stopped. A new set of treatment lines were set up on the machine and the pt was able to resume dialysis. The pt did lose approximately 200 ml of blood. The pt has not reported or exhibited any ill effects from this event. The pt was discharged home at the end of their treatment. Only a companion sample is available.